Event description:
Physician reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, through the photos provided. It is not possible to determine, the lot number and catalog, broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.